Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a complete lead with appropriate setscrew markings, a retracted helix and dried blood within the neck region. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that approximately one week post implant, a drop in pace impedance measurements and an increase in pacing thresholds, were exhibited on this right ventricular lead. Additionally, fluctuating sensing led the physician to believe the product had dislodged. A lead revision was performed and the lead explanted and replaced. During removal, a few drops of blood were observed within the lead connector upon stylet insertion. A new lead was implanted without incident and the explanted lead was returned for analysis.